Event description:
It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On approximately (B)(6) 2025, the patient was in a dialysis center for a scheduled session. After dialysis while sitting inside the healthcare facility, the patient experienced blurry vision and suddenly passed out. A nurse was able to wake the patient and called paramedics. When paramedics arrived, the patient¿s bg was low (no specific value provided) and the cgm was 126 mg/dl. The patient was treated with 4-5 tubes of oral glucose gel. After 30 minutes, the patient felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.